Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the surgeon intended to take split thickness skin graft, but he took full thickness graft instead. It is unknown if there was a delay. No other information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on april 19, 2018, it was reported that the surgeon intended to take a split thickness skin graft, but took a full thickness skin graft instead. The customer did not return an air dermatome device, serial number unknown, for evaluation. The device history record (DHR) was unable to be performed as no lot or serial number was provided initially or after additional follow up was completed. Previous repair history was unable to be performed as no lot or serial number was provided initially or after additional follow up was completed. Repair of the dermatome was unable to be performed as no lot or serial number was provided initially or after additional follow up was completed. The reported event was non-verifiable since no product review was able to be performed as no lot or serial number was provided initially or after additional follow up was completed. The root cause of the reported event could not be specifically determined with the information that was provided. No product review was able to be performed as no lot or serial number was provided initially or after additional follow up was completed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.